Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, it was reported that the issue had been resolved. However, the presumable cause was not identified since more detailed information could not be obtained. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center exhibited a b30 scope communication error when using 3 different 190 series scopes. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that a b30 scope communication error occurred while using 3 different 190 scopes. Tac confirmed that maj-1430 was plugged into the front of the cv-190, the customer was not hotswapping, the gold contacts on the 3 scopes had the gold contacts cleaning with an alcohol prep pad of 70% isopropyl alcohol. The customer advised tac that that the unit was cleaned with alcohol, in which tac informed that this could ruin the unit. Tac suggested reseating the light source cables on both sides in the back of both the cv-190 / clv-190 and to clean the clv-190 using the socket cleaning adaptor maj-2087. The customer had to go during troubleshooting, but would call back at a later time. The issue corrected itself as per the customer, and the device is not expected to be returned. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.